Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set would not flow. The nurse primed the tubing with saline and spiked the blood bag. The nurse was unable to prime the blood. The nurse got a second tubing and again primed with saline. The bag was manually squeezed to enable priming of blood. The blood was placed on a pump since it was unable to gravity flow blood with no drops noted in the drip chamber. The tubing was placed in the pump, however it was unable to run even when the rate increased to 999 (unit not specified). A different tubing was obtained and the tubing primed saline and blood without issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.